Event description:
As stated by the customer 2010-(B)(6): bolt on mast broke with resident on (B)(4). (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, (B)(4) on behalf of our sales and distribution co in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.